Event description:
It was reported that dislodgement was observed on the right atrial lead. It was stated that the physician was aware of the lead dislodgement three or four months before reporting it. The lead was capped and replaced on (B)(6) 2017. Patient was in stable condition after the procedure.